Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80mg/dl-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer informed taking medication for cellulitis but no insulin prescribed. The product is stored in the kitchen. Customer educated about proper storage per IFU instructions storage. The test strip lot manufacturer's expiration date is 1/22/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history /date and time not set: (B)(6). Adverse event not reported.